Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
The t2 failed to deploy as intended during a cruciate ligament reconstruction procedure. The procedure was extended by 10 minutes. A backup was on hand to complete the procedure. This did not result in injury to the patient.

Manufacturer narrative:
Disregard model # given in original report 1219602-2016-01201. UDI/upd: (B)(4).

Manufacturer narrative:
The device was returned for evaluation. Visual assessment showed the depth straw has been removed from the assembly. T1 is free from the needle but remains attached to the suture. T2 has been advanced to the dimple. The trigger has not been fully advanced. The trigger was advanced fully and t2 was advanced to the needle tip. The device was then tested for deployment using a rubber meniscus model, t2 deployed as intended. Per the device IFU ¿slide the gold trigger forward to advance the second implant (t2) into the ready position. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle¿. No root cause related to the manufacturing process can be established.